Event description:
Tip and balloon broke away from catheter while performing an embolectomy of av-shunt within a synthetic graft in the arm position. Tip and balloon found in graft 3 days later by antiography.

Manufacturer narrative:
The balloon both proximal and distal windings and the spring tip have pulled off the tip of the catheter.